Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported leak was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other armada device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that the procedure was to treat a de novo lesion in the 95% stenosed, mildly calcified, mildly tortuous distal femoral artery. The 2.0x80mm armada 14 percutaneous transluminal angioplasty (pta) catheter was being prepped for use when it was noted the balloon was leaky. A new 3.0x80mm armada 14 pta catheter was then advanced to the lesion and inflated to 14 atmospheres. The balloon ruptured, and the armada 14 pta catheter was removed from the patient anatomy. A new non-abbott device was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.